Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a draining slowly alarm prior to discovering a fluid leak associated with pd treatment. During step 9 of removing the cassette after treatment complete the patient discovered fluid leaking from the cassette door. The patient decided to leave the door open overnight and let the cycler air dry. Multiple attempts were made to gather additional information, but no information was received. There was no harm to the patient reported in the initial report.

Event description:
A peritoneal dialysis (pd) patient reported a draining slowly alarm prior to discovering a fluid leak associated with pd treatment. During step 9 of removing the cassette after treatment complete the patient discovered fluid leaking from the cassette door. The patient decided to leave the door open overnight and let the cycler air dry. Multiple attempts were made to gather additional information, but no information was received. There was no harm to the patient reported in the initial report.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.